Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced an embolism in the chest; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient presented with back pain. Lumbar spine 3 view examination indicated ivc filter in place with some interval right anterolateral tilting when compared to prior CT scan. Ed narrative indicates that ivc filter probably has moved (migration). On the same day, re-examination showed the filter was migrated. Approximately one month later, computed tomography revealed a small pulmonary embolism in a subsegmental branch of the medial right lower lobe. Therefore, the investigation is confirmed for filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2019), h4 (manufacture date: 04/2016).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after one month, CT demonstrated tilt in the filter and ed narrative indicates ivc filter has probably moved (migration). Again after three months, the patient experienced back pain and lumbar spine 3 demonstrated the filter has tilted in right anterolateral position. Subsequently after one month, the patient experienced chest pain and cat scan demonstrated embolism in chest. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced an embolism in the chest ; however, the current status of the patient is unknown.